Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to some urethral atrophy under the cuff. The device was still cycling as one would expect. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. No further details were provided by the physician.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to some urethral atrophy under the cuff. The device was still cycling as one would expect. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. No further details were provided by the physician.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported atrophy could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. . Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Atrophy is documented as adverse events. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of atrophy cannot be confirmed. Investigation conclusion: based on this investigation and all information available, a conclusion code of known inherent risk of device was assigned to this investigation. Risk review and labeling review identified that the adverse event of atrophy is a known risk of the device. The cause of the atrophy was not established by the physician, although atrophy is included in the labeling documentation for the device as an adverse event of the surgical procedure. The risks, benefits, and potential adverse events of all available treatment options should be discussed with the patient and considered by the physician and patient when choosing a treatment option is included in the document, therefore a conclusion code of known inherent risk of device was chosen.